Event description:
Customer reported getting a 244 mg/dl and a 113 mg/dl on his advantage system within 5 minutes. The strips used were from two different vials of strips from the same lot number and with the same expiration date. No adverse event reported. Requested return of suspect device and replacement was sent.